Event description:
It was reported that the threshold had increased to 6.5 v, and there were variations in ECG amplitude. There was also believed to be insulation damage, noted as possibly occuring at the time of implant. The lead was explanted. No patient complications have been reported as a result of this event. The patient's status is noted as 'ok'.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found; full lead was returned for analysis. Other: it was reported that the threshold had increased to 6.5 v, and there were variations in ECG amplitude. There was also believed to be insulation damage, noted as possibly occuring at the time of implant. The lead was explanted. No patient complications have been reported as a result of this event. The patient status is noted as 'ok'. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated insulation, hole(s) in high threshold.